Event description:
It was reported that during a sleeve gastrectomy procedure, the harmonic and echelon flex were used. The staple line was very hemostatic and dry. Surgeon proceeded to close the patient. Within 24 hours post op, the surgeon mentioned that there was rebleeding after closing the patient. There was a ¿spurter¿ from the stomach. There was rebleeding post op; another surgeon had to open the patient and stitch the bleeder. No device will be returning. Additional information: surgeon mentioned that it has nothing to do with the stapler. It was due to patient and the medicine that was given to her post op. Patient was coughing when anesthetist woke patient up.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.